Manufacturer narrative:
Information supplied was completed by the manufacturer based on information obtained from the user facility. This device has not been received by the manufacturer, therfore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.

Event description:
The complainant has reported that a male patient (age unknown) underwent banding of esophageal varices using a speedband multiple band ligator device. It was reported that the physician was able to deploy 5 bands from the device successfully, however, the final two bands would not deploy. The physician removed the ligator system and successfully completed the procedure using a second speedband multiple band ligator device. There were no reported patient complications as a result of this event.